Manufacturer narrative:
The investigation was based on the description of event, which took place on (B)(6) 2020, and additional information regarding the error code which was generated by the device. Neither the logbook nor exchanged parts, nor the affected device were available. It could not be finally clarified whether the reported issue with the ¿insp. Hold¿-function and the provided error code were causally related. However, based on the error code the investigation concluded that the airway pressure increased above its upper limit and could not be released. Consequently, a warm start was performed in order to remedy this issue. A malfunction of the mixer cartridge seems to be the most likely root cause for the warm start, however, as the user decided to scrap the device after the event in (B)(6) 2020, it was not possible to finally clarify the root cause. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. If the ventilator software detects an internal failure it triggers a warm start. During a warm start, the device opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. If the boot sequence of the warm start is successfully completed (duration approx. 8 seconds), ventilation is continued with the previous parameters. Directly with the start of ventilation an alarm "mv low" is triggered, which continues until the applied volume is greater than the lower set limit for the minute volume. If the reported issue with the ¿insp. Hold¿-function was not causally related to the reported error code and had been caused either by a mechanical or an electro-magnetic problem, the activation of this function would have stopped automatically after 15 seconds, and ventilation would have been continued automatically. This issue would not have been related to a warm start. The device reacted as specified, alarmed a detected internal deviation, and performed a warm start in order to remedy this deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that "during ventilation the alarm was activated, and when the nurse look at the screen the function insp. Hold was activated. Customer (doctor and nurse ) was not able to deactivate this function. They started bagging the patient. After turning the evita off and on again the insp. Hold function was normal. It is not possible to reproduce this problem. There was no patient injury reported.